Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after she went swimming with it. Customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response, due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside the pump. The insulin pump was also received with a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, minor scratches on the display window, and a missing end cap sticker.